Event description:
It was reported the patient underwent aortic valve replacement surgery. Postoperatively, the patient became symptomatic with an elevated gradient. An echo revealed valve thrombosis, obstructed struts and a stenotic leaflet. The patient was put on warfarin for a month and the gradient decreased to an acceptable range. The valve remains implanted.